Event description:
Pt had loose set screws, rod slippage, and pseudoarthrosis. Device has not been explanted.

Manufacturer narrative:
We are unable to determine "suspect medical device". However, it was identified that the following devices were used :7540000 and rod (unk part number). Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.